Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the machine and found that the main pcb is the problem. Photograph of the unit was also provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator unit is not ventilating and gives circuit fault. The customer confirmed that there was no patient involvement associated with the reported event.